Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the patient¿s endocarditis was diagnosed 49 days post tavr procedure. Per report the source of the infection/endocarditis was streptococcus sanguinis, which was thought to be related to the patient¿s stage c4 dental cavities (were the pulp is exposed). Streptococcus sanguinis is one of the most common species of viridans streptococci causing endocarditis. The viridans streptococci are most prevalent in the oral cavity, as well as in other mucous membranes. These gram-positive bacteria are not usually pathogenic, but commonly cause bacterial endocarditis. There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, forty nine days post tavr procedure, the patient was diagnosed with infective endocarditis and the sapien xt valve was explanted and replaced with a surgical valve. Per report, 47 days after the implantation a 26mm sapien xt, the patient was suspected of having infective endocarditis (ie) due to fever, and was readmitted for antibiotic treatment. 2 days later a tee revealed a possible thickening of the xt valve leaflet and the blood cultures were positive for streptococcus sanguinis. The patient remained on antibiotic treatment, with follow up monitoring by tte and tee. However, 89 days after implantation the echo images revealed a "fibrous-like substance visible at the valve leaflet" and the xt valve was explanted. A cauliflower-shaped white clear mass was found on the ostium of the left atrial appendage. It seemed fibroelastoma rather than thrombotic. Large vegetation was found on the non coronary cusp (ncc) side of the sapien xt valve. When checking the aortic root after explantation of the sapien xt valve, heavy vegetation was found at the back side of anterior leaflet of the mitral valve (ventricular side). The vegetation was extended to the tendinous cords and papillary muscle. Vegetation was also found at the back side of native aortic valve (ventricular side). The patient had 4 teeth with advanced stage dental cavities (c4), which were thought to be the source of the infection.

Manufacturer narrative:
Removed a duplicate statement from the event description.

Event description:
As reported by our (B)(4) affiliate, forty nine days post tavr procedure, the patient was diagnosed with infective endocarditis and the sapien xt valve was explanted and replaced with a surgical valve. As reported by our (B)(4) affiliate, 47 days after the implantation a 26mm sapien xt, the patient was suspected of having infective endocarditis (ie) due to fever, and was readmitted for antibiotic treatment. 2 days later, a tee revealed a possible thickening of the xt valve leaflet and the blood cultures were positive for streptococcus sanguinis. The patient remained on antibiotic treatment, with follow up monitoring by tte and tee. However, 89 days after implantation, the echo images revealed a "fibrous-like substance visible at the valve leaflet" and the xt valve was explanted. A cauliflower-shaped white clear mass was found on the ostium of the left atrial appendage. It seemed fibroelastoma rather than thrombotic. Large vegetation was found on the non coronary cusp (ncc) side of the sapien xt valve. When checking the aortic root after explantation of the sapien xt valve, heavy vegetation was found at the back side of anterior leaflet of the mitral valve (ventricular side). The vegetation was extended to the tendinous cords and papillary muscle. Vegetation was also found at the back side of native aortic valve (ventricular side). The patient had 4 teeth with advanced stage dental cavities (c4), which were thought to be the source of the infection.